Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Customer failed to properly cycle cartridge.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.